Manufacturer narrative:
Approximate age of device - 4 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was prioritized as an 1a transplant after experiencing a short to shield percutaneous lead issue.

Manufacturer narrative:
The report of a potentially compromised driveline can be confirmed. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing, with additional segments of 12" and 31" returned separately. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the orange and red wires adjacent to the pump housing. The observed wire damage appeared to be the result of repetitive flexing. Further examination of the remaining wires revealed no additional wire breaches. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported and pump stoppage events. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.